Event description:
(B)(4). On (B)(6) 2014, I had a consultation appointment with the surgical coordinator, (B)(6), at (B)(6)'s health to discuss the implantation of the essure device. The implantation was scheduled for (B)(6) 2014 with (B)(6), md, and I was given a prescription for diazepam 10 mg (3 count), naproxen sodium 550 mg (30 count), promethazine 25 mg (20 count), and oxycodone 5 mg (20 count). I was told to bring the diazepam and oxycodone to the procedure with me, as I would take them prior to the procedure, and to continue taking following the procedure. The procedure took place as scheduled on (B)(6) 2014. However, after being prepped for the procedure, I was instructed that dr. (B)(6) was in labor and delivery with one of her other patients, and (B)(6), md, would instead perform the procedure. I was told that after being prepped, the procedure itself would take ten to fifteen minutes, and then I would be required to stay up to forty five minutes to ensure that I was recovering appropriately. I had a friend prepared to drive me home. As the procedure began, I was instructed that a pharmaceutical representative for essure was there and would be sitting in while the essure was implanted. Dr. (B)(6) began the procedure and placed one coil without difficulty. However, the second coil was very difficult to place and she tried numerous times. She stated that my fallopian tube was curved at the point where the essure should be placed, and she was unsuccessful in placing it. She then traded places in labor and delivery with dr. (B)(6) , so that she could attempt the implantation. Dr. (B)(6) was able to get the coil placed, but not after much difficulty as well. The pharmaceutical representative offered verbal advice to both doctors on how to attempt placement. I was in a severe amount of visible discomfort during the procedure, and threw up immediately following. The surgical coordinator instructed my friend to keep a close watch on me that night as I was feeling so sick. I received my essure identification card, with ref and lot numbers: ess305 / b66021. There hasn't;t been anything filed with the FDA under this lot number, though the pharmaceutical representative witnessed the complications above. Upon requesting a copy of my medical records (B)(6) 2015, I noted the following in my chart for (B)(6) 2014: no complications. My hcg confirmation test was performed by dr. (B)(6) in (B)(6) 2014 and I was told that my tubes were obstructed and I was sterile. In (B)(6) 2014, I sought (B)(6) (pcp) medical advice on overwhelming fatigue, frequent and cumbersome joint and muscle pain, and headaches. These progressively got worse through our course of treatment leading up to the present day. My blood work showed a positive ana result; therefore, she recommended that I see a rheumatologist. While under her care, and now under the care of her supervisor as of (B)(6) 2015, dr. (B)(6), md, I have tried numerous different prescription medications (see medicine list) and even more over the counter supplements to address symptoms that onset after the placement of the essure. Dr. (B)(6) diagnosed me with fibromyalgia though I do not have the pressure points often preferred in a diagnosis, as I had the other symptoms of constant and widespread joint pain, debilitating fatigue, and headaches. He has no explanation for my headaches and migraines, for which he recommended that I see a neurologist, as well as for frequent utis, pain during sexual intercourse, cramping and abdominal pain, inability to sleep, weight fluctuation, hot flashes, and night sweats. I am currently scheduled for follow-up visits every six months to determine ongoing course of treatment, as no treatments to this point have been successful. Since the placement of the essure 14 months ago, I have seen my pcp 11 times. (B)(6) have prescribed 13 medications, as well as recommending many over the counter supplements, exercise, stretching, etc. I saw (B)(6), md of the arthritis center of (B)(6), on (B)(6) 2014. I was recommended by my pcp, (B)(6), due to blood work showing a positive ana which could potentially indicate lupus. Dr. (B)(6) performed blood work and did not find any indications of lupus but did find a vitamin d deficiency, which she treated with 50,000 iu of vitamin d supplements weekly. I followed up with dr. (B)(6) on (B)(6) 2014, (B)(6) 2015, and I currently have a follow-up appointment scheduled with dr. (B)(6) for (B)(6) 2015. At each of these previous visits, dr. (B)(6) has been unable to confirm a diagnosis, stating that I am a "mystery" to her with all of my positive symptoms. Though I do not have blood work to support a lupus diagnosis, I have all of the symptoms of lupus. Because of this, dr. (B)(6) has started me on a plaquenil trial (a dmard that is used in the treatment of lupus or ra). Plaquenil takes months to build up in the patient's blood and therefore I have nott seen any positive changes yet, but plaquenil also has dangerous side effects including vision loss, and I have to be consistently monitored by an ophthalmologist to ensure no changes to my field of vision. I am currently scheduled for follow-up visits every four months to determine ongoing course of treatment, as no treatments to this point have been successful. Since treatment with dr. (B)(6) started, I have seen her 3 times, and she has prescribed 8 medications, as well as recommending many over the counter supplements. I saw (B)(6), md of university of (B)(6) on (B)(6) 2015, for recurrent urinary tract infections (uti). Though I had utis before the placement of the essure, their frequency and intensity grew after the placement of the essure. I now have constant difficulty starting my urine stream even when I do not have a uti. Dr. (B)(6) ordered a CT scan and a cystoscopy for (B)(6) 2015, to look for potential causes, b6t was unable to attribute the utis to anything found. She prescribed a long-term course of antibiotics to help lessen the frequency of my utis. I am currently scheduled for follow-up visits every six months to determine ongoing course of treatment, as no treatments to this point have been successful. I saw (B)(6), md of (B)(6) center in (B)(6) on (B)(6) 2015, at the recommendation of dr. (B)(6). I reported symptoms of headaches 3-4 times a week and migraines 1-2 times a week for the past year, with only relief coming from 100 mg of tramadol. Dr. (B)(6) explained that, based on my symptoms, these were all migraines, though some were admittedly less severe. Prior to (B)(6) 2014, headaches were very infrequent, and I had less than five migraines in my entire life. He recommended a maintenance medication as well as a vitamin supplement to lessen the frequency of the symptoms, but did not have an explicit cause for migraines. Because of the difficulties in living with chronic pain and fatigue, I sought mental health counseling from (B)(6), in (B)(6). Since the onset of treatment on (B)(6) 2015, we have met 7 times. Because of the chronic pain and fatigue, I began seeing (B)(6), in (B)(6) on (B)(6) 2015. I have had monthly massages to ease pressure on joints and muscles since. Symptoms currently experienced include: muscle weakness; muscle pain; constant fatigue; joint pain; muscle cramps; muscle spasms; constipation; tingling in fingertips; shooting pain from fingertips to shoulder (left side only); inability to sit, stand or lay in one position for length of time; tossing and turning in sleep; trouble staying asleep; headaches/migraines (multiple times a week); lack of sexual desire; pain during sexual intercourse; vaginal discharge/odor; itching/burning around genitalia; frequent utis; difficult starting urine stream; pain during urination; night sweats; hot flashes; discharge from nipples; hair loss; difficult breathing/feeling of not being able to get enough air; memory problems; brain;; joints popping; inability to support hands or arms above head; increased mood swings, anxiety, and depression; skin rashes and bumps; dizziness; insomnia; irregular/frequent periods (every 2-3 weeks); heavy periods.